Event description:
Rptr purchased hearing aid. The first one was no good. Rptr could hear with the second one so she paid the bill ($2698.00). When rptr was eating, the left side fell out. Instead of fixing it, co kept trying to do something else and each time rptr couldn't hear.